Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. Rhythmcare recommended system replacement. The s-ICD system was subsequently explanted and replaced. No additional adverse patient effects were reported.